Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. It was cracked on top case and right plunger case. Event history log (ehl) showed force sensor test error. Power up process, check and test force sensor were performed and the force sensor test error was found at power up and failed force sensor reading. The root cause of force sensor out of calibration was deemed to be a result of normal wear / calibration drift. Actions were taken to mitigate the reported issues: performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that the pump showed force sensor error. No patient injury was reported.